Manufacturer narrative:
The devices were not returned and the lot numbers are unknown; therefore a physical investigation or lot history review could not be performed. However, product release at cardinal health is contingent upon the successful completion of lot release testing. Based on the reported information, the root cause of the reported event could not be conclusively determined; however, it was reported that the device was used following partial closure with a perclose suture closure device to reduce the arteriotomy from a 14f to a 6f. Per the instructions for use (IFU), mynx product family of devices are only indicated to be used for closure following a diagnostic or interventional endovascular procedures utilizing a 5f, 6f or 7f procedural sheath. Should additional relevant information become available, a supplemental report will be submitted. Citation: tayal, r., et. Al, (2014, may 1). Safety and efficacy of a hybrid closure technique in large bore arteriotomies [abstract]. Catheterization and cardiovascular interventions. Conference: 37th annual scientific sessions of the society for cardiovascular angiography and interventions, 83: s240.

Event description:
During a study of the safety and efficacy of a hybrid closure technique in large bore arteriotomies, it was reported that in 1 case, the balloon of the 6f mynx vascular closure device ruptured. Prior to deployment of the mynx, a perclose closure device was pre-deployed. A 14f impella was then inserted. After insertion of the impella device, a .035 wire was inserted through the 14 f sheath and then that sheath was withdrawn over the wire. The vessel was then partially closed with the perclose device. A 6 f sheath was then advanced over the 0.035 wire achieving temporary hemostasis and effectively reducing the 14f arteriotomy to 6f in size. Arterial closure was then attempted with the mynx device. Following balloon rupture, hemostasis was achieved after heparin reversal and application of manual pressure for an unknown duration. The patient was free of complications the next day and 1 month later. Additional information was requested, but is not available.